Event description:
The customer reported that the system would not produce an image even though the monitor showed a live indicator. No pt was injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.